Manufacturer narrative:
Evaluation: underwater leak testing disclosed a leak in the membrane. Under microscopy, a penetration was seen within a whitish patch. The patch, when stained, exhibited the typical appearance of an abrasion mark. Probable cause of difficulty: the ragged edged penetration located within an abrasion mark is typical of that produced by calcified plaque during iabp.

Event description:
After iabp for less than 24 hours, alarms sounded from the pump and the iab leaked. Blood was noted back into the pump. Event complications: unknown - reported 3/19/97. Pt's current status: critical - rpt'd 3/19/97.